Event description:
Surgical wound dehiscence. Knots still in both ends of suture and suture broke in middle. Suture 3-0 subcuticular stitch. Pt taken back to surgery for closure. Suture placed on (B)(6) 2011 and removed on (B)(6) 2011.